Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller and roller pin were broken. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device door roller pin was broken and door roller was missing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.